Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. The complainant did not allege any malfunction with an applied medical device. Based on the description of the event, it is likely that the reported event was caused by the exerted force while inserting the trocar due to the adhesions near the insertion site. According to the complainant, part of the bowel was tightly bound to the peritoneal wall due to the adhesions, which likely reduced the amount of space. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. [Correction] revised section b1 to "adverse event" and section h1 to "serious injury".

Event description:
Procedure performed: liver resection. Event description: - device was being used for optical first entry. - bowel was perforated upon entry with kii fios however surgeon chose not to go in with gas on. A large portion of the bowel was also very tightly bound to peritoneal wall with adhesions due to previous surgery less than a month ago. The previous surgery was a bowel resection, so the surgeon anticipated adhesions and took precautionary action by positioning the patient on a lateral angle in hopes to move the bowel out of the way. - the sutures were used to close the perforation. Before removing the trocar from the bowel, adhesions were broken down from the peritoneal wall and trocar was removed when safe to do so. Additional information was received on 17-jun-2024 via email from applied medical representative: customer was spoken to and the patient's status was confirmed to be fine. Intervention: they used sutures to close the perforation. Before removing the trocar from the bowel, adhesions were broken down from the peritoneal wall and trocar was removed when safe to do so. Patient status: fine.

Event description:
Procedure performed: liver resection event description: - device was being used for optical first entry. - bowel was perforated upon entry with kii fios however surgeon chose not to go in with gas on. A large portion of the bowel was also very tightly bound to peritoneal wall with adhesions due to previous surgery less than a month ago. The previous surgery was a bowel resection, so the surgeon anticipated adhesions and took precautionary action by positioning the patient on a lateral angle in hopes to move the bowel out of the way. - the sutures were used to close the perforation. Before removing the trocar from the bowel, adhesions were broken down from the peritoneal wall and trocar was removed when safe to do so. Additional information was received on 17-jun-2024 via email from applied medical representative: customer was spoken to and the patient's status was confirmed to be fine. Intervention: they used sutures to close the perforation. Before removing the trocar from the bowel, adhesions were broken down from the peritoneal wall and trocar was removed when safe to do so. Patient status: fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.